Event description:
Patient had mastectomy of left breast. She did receive radiation therapy to the left breast area post op. She underwent reconstructive breast surgery with implantation of a left prothesis. She developed a sinus tract with drainage post-op from the implant. She had the implant removed for ongoing drainage and presumed infection. Per the surgical note: "procedure was first begun by identification of the chronic opening sinus, which was fairly small, still only about 0.2 cm in diameter. We planned an elliptical excision around the skin opening to debride the area completely and we designed this in conjunction with opening up the superior inset line of the latissimus dorsi flap across the superior aspect of the breast mound. The skin around the sinus opening was completely excised. We then made the rest of the incision across the breast mound and elevated the skin and subcutaneous tissue off of the underlying alloderm layer. The implant was encountered. We opened up the alloderm layer and there was no excessive fluid there. We pulled the implant out of the cavity and there was no odor or evidence of any gross purulence. There was some fibrinous exudate around the base and the walls of the implant, both on the chest wall as well as on the back side of the alloderm implant sling. Using the sharp curette, we curetted the entire cavity, both base and walls and removed all the material. Some of this was sent for culture and some of it was sent for routine histology. After we completed the entire cavity, we irrigated with saline and then used a lighted breast retractor, completed another gentle scraping of the entire cavity, base and walls to ensure that all gelatinous fibrinous exudate or loose capsular material had been removed." Cultures of this removed tissue showed light growth of staphylococcus coagulase negative.